Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).

Event description:
The customer reported a falsely elevated architect stat troponin-I result generated by the architect i1000sr processing module for a 70-year-old female patient. The physician questioned the result. A new blood sample was tested yielded a normal result. The original sample was then retested, also producing a normal result. The following data was provided: customer¿s normal range: <0.05 ng/ml. Sid (B)(6) (first draw): (B)(6) 2025 @ 05:56 am initial result = 0.371 ng/ml, repeat result = 0.00 ng/ml. Sid (B)(6) (second draw): (B)(6) 2025 @ 08:46am initial result = 0.00 ng/ml, repeat result = 0.00 ng/ml no impact to patient management was reported.

Event description:
The customer reported a falsely elevated architect stat troponin-I result generated by the architect i1000sr processing module for a 70-year-old female patient. The physician questioned the result. A new blood sample was tested yielded a normal result. The original sample was then retested, also producing a normal result. The following data was provided: customer¿s normal range: <0.05 ng/ml. Sid (B)(6) (first draw): (B)(6) 2025 @ 05:56 am initial result = 0.371 ng/ml, repeat result = 0.00 ng/ml. Sid (B)(6) (second draw): (B)(6) 2025 @ 08:46am initial result = 0.00 ng/ml, repeat result = 0.00 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed extensive troubleshooting, which included replacing, cleaning and adjusting multiple parts. However, a definitive part was not identified. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of tracking and trending data did not identify any trends for the architect i1000sr processing module with regards to the current issue. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect i1000sr processing module, serial number (B)(6).